Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the guidewire was inserted through the endoscope and positioned within the duodenum to maintain access. During the procedure, approximately 2-3cm of the distal tip of the guidewire detached. It was unknown what other devices were used in conjunction with the guidewire or at what point in the procedure, the tip detached. The physician retrieved the tip of the guidewire from the duodenum. It was unknown what device was used to retrieve the tip. It was also unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the guidewire was inserted through the endoscope and positioned within the duodenum to maintain access. During the procedure, approximately 2-3cm of the distal tip of the guidewire detached. It was unknown what other devices were used in conjunction with the guidewire or at what point in the procedure the tip detached. The physician retrieved the tip of the guidewire from the duodenum. It was unknown what device was used to retrieve the tip. It was also unknown how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years.(B)(4)-no code available (required intervention: fragments retreived).(B)(4). The reported event of tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that 1 cm of distal pebax is detached/missing from the tip exposing the intact corewire. Evidence of adhesive was found adhered to the exposed core wire. The end of the remaining pebax appears circularly cut. The condition of the returned incident device was consistent with the complaint that a portion of the distal tip of the guidewire detached. The most probable root cause is "caused by other device". The circular cut on the pebax indicated that a sharp edge may have cut the pebax in a circular way, causing pebax detachment. Evidence that the pebax was glued to the core wire was confirmed by the adhesive still remaining on the core wire. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. The instructions for use under precautions and warnings state: caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire". "Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised".